Event description:
It was reported that a healthcare professional wanted to leave the lead in because patient was getting good stimulation. It was noted that the healthcare professional wanted to put a 2x8 paddle in and ¿just plug in the one side¿. It was reported that the manufacturer¿s representative did not know why the healthcare professional did not want to pull the other lead out. There was speculation that the healthcare professionals was planning on putting a boot on the end and tie it down to cover up the exposed electrodes. It was reported that this would allow the patient to only use one of the tails. It was noted that the plans were discussed at an evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had changes in stimulation depending on their position and a new lead was to be placed. The caller also reported that they were "adding a 2x8 surgical lead to the existing 1x8 percutaneous lead." Further information has been requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 39286. Product type: lead. (B)(4).